Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a raypex 5 gave incorrect measurements. The outcome of this event is unknown as of this MDR and further information requested.

Manufacturer narrative:
Investigation results: nc075269: file clip (cable broken) defect, without charging unit delivered. Root cause: defective component/part: file clip defect all complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Additional information received that there was no injury that occurred. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4582. Health effect - impact code - 2199. Updated information received as to any injury that occurred in this event. No injury occurred. Corrected initially reported codes.